Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The longevity had decreased six and a half years from 2019 to the most recent follow up on (B)(6) 2020. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Due to the patient's age the next course of action will be determined during the next follow up after sending new device data to recalculate replacement window. The field representative has stated that it's likely that the patient will be placed on remote device monitoring to prolong the need for surgical intervention. This device remains in service at the time. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The longevity had decreased six and a half years from 2019 to the most recent follow up on may 2020, power consumption of 237%. Patient experienced anxiety as a consequence of the premature battery depletion, no medication required. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Patient was placed on remote device monitoring to prolong the need for surgical intervention, the device was already replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The longevity had decreased six and a half years from 2019 to the most recent follow up on may 2020. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The field representative has stated that the patient is placed on remote device monitoring to prolong the need for surgical intervention, which is still expected to be performed in the upcoming months. This device remains in service at the time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The longevity had decreased six and a half years from 2019 to the most recent follow up on may 2020, power consumption of 237%. Patient experienced anxiety as a consequence of the premature battery depletion, no medication required. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Patient was placed on remote device monitoring to prolong the need for surgical intervention, the device was already replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.